Event description:
It was reported that a faradrive steerable sheath was selected for use to treat an atrial fibrillation (a fib) and presented a flush port anomaly. During sheath prep, when the sheath was being flushed water sprayed outside the sheath prompting the scrub tech to inspect the irrigation valve on the sheath. It appeared cracked or broken. The procedure was completed with an alternate device. The sheath was received for analysis and investigation is still in progress. It was further reported that the issue was resolved by replacing the sheath. Inspection of the device noted nothing detached, only a crack was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the stopcock found cracks at the stopcock. Functional evaluation of the sheath observed a successful engagement with the deflection mechanism, achieving and maintaining deflection with no complications. The cracks compromised the sheaths ability to maintain pressure and contain fluid within the stopcock, rendering the device unusable. Microscopic inspection of the stopcock confirmed cracks are present on the top of the flush port and bottom of the sheath inflow, identifying the causes of the leak failure mentioned in the complaint summary.

Event description:
It was reported that a faradrive steerable sheath was selected for use to treat an atrial fibrillation (a fib) and presented a flush port anomaly. During sheath prep, when the sheath was being flushed water sprayed outside the sheath prompting the scrub tech to inspect the irrigation valve on the sheath. It appeared cracked or broken. The procedure was completed with an alternate device. The sheath was received for analysis. It was further reported that the issue was resolved by replacing the sheath. Inspection of the device noted nothing detached, only a crack was observed.